Event description:
Equipment appropriately tested prior to utilization during surgery. During utilization, equipment stopped functioning, equipment was not within patient at time of malfunction. Clinical staff attempted trouble shooting without success. Equipment was removed from field and new equipment obtained. Procedure proceeded without complication.